Manufacturer narrative:
One 2.3 curved bioraptor pk suture anchor assembly was returned for evaluation. Visual assessment showed the anchor is free from the inserter and is intact. The suture is free from the device and was not returned for examination. The inserters distal tip is bent, which is normal for a used device. Reported complaint of anchor breakage cannot be confirmed. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Event description:
It was reported that during a hip arthroscopic surgery, a curved instrument was used and was pre-drilled, while implanting the anchor it broke. The anchor was removed from the patient. Used the same hole to implant a backup bioraptor device, there was no need to drill an additional hole. 10 mins delay. No patient injury was reported.